Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 fp type1 pps so 4.0, cat# 51-100040, lot# 6118728. Tprlc xr mp t1 pps 17x119mm, cat# 51-145170, lot# 3856409. Tprlc 133 t1 pps ho 11x142mm, cat# 51-104110, lot# 2775655. Tprlc 133 t1 pps so 14x148mm, cat# 51-103140, lot# 2772460. Tprlc 133 mp type1 pps ho 15.0, cat# 51-107150, lot# 3769795. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00626, 0001825034-2020-00627, 0001825034-2020-00628, 0001825034-2020-00630, 0001825034-2020-00631.

Event description:
It was reported the debris was found in sterile packaging while investigating stock. Attempts have been made and additional information on the reported event is unavailable at this time.